Event description:
The clinic reported that a laser vision correction patient presented with dry eye and decreased vision in both eyes 26 days post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye, blurry vision in left eye and seeing shadowed images. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2014 right eye pre-op 20/20 4.50 x -.75 x 140; left eye pre-op 20/20 4.50 x -.50 x 10. Bcva from (B)(6) 2015 right eye post-op 20/20 .50 x -.50 x 158. Left eye post-op 20/40 -1.25 x -1.25 x 60.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.